Manufacturer narrative:
The company rep examined and calibrated the laser system, and reseated cable connections. The laser system was then tested and met product specifications. No sample was returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A biomedical engineer reported that during a case, the laser turned itself off and on, then displayed a message indicating that it would shut down. The system was exchanged and the case was completed with no harm to the pt.